Event description:
Boston scientific became aware of incidents involving upsylon y-mesh device through an article titled "long-term mesh exposure 5 years following minimally invasive total hysterectomy and sacrocolpopexy" by c. Emi bretschneider, md, et al. The study was conducted to assess long-term mesh complications following total hysterectomy and sacrocolpopexy. The article reported that 200 participants enrolled in the original study, 106 participated in the first extension study, and eighty-two (82) women participated in this second extension study. The following occurred with study patients implanted with upsylon: dyspareunia was experienced by six (6) patients, vaginal pain three (3) patients, stress urinary incontinence by two (2) patients, bulge symptoms by two (2) patients, prolapse beyond hymen by two (2) patients, and one (1) undergoing retreatment with pessary. The mesh exposure risk gradually increased over time, reaching nearly 10% after more than 5 years post-surgery, regardless of suture type. However, surgical success remained high, and no delayed serious adverse events were reported. Please see the referenced article for full details.

Manufacturer narrative:
Block b3: date of event was approximated to march 26, 2024, publication date, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the implant date was approximated to april 1, 2015, the month when the clinical study started, as there was no specific implant date provided in the article. Block e1: the upsylon devices were implanted at wake forest atrium health, university of north carolina, northwestern university, augusta university, and atrium health carolinas medical center. Block g2: literature: c. Emi bretschneider, md, erinn r. Myers, md, elizabeth j. Geller, md., kimberly s. Kenton, md., barbara r. Henley, md., catherine a. Matthews, md. Long-term mesh exposure 5 years following minimally invasive total hysterectomy and sacrocolpopexy. Https://doi.org/10.1007/s00192-024-05769-5. Block h6: the following imdrf patient codes capture the reportable event of: e1405 - captures the reportable event of dyspareunia. E2006 - captures the reportable event of erosion. E2330 - captures the reportable event of pain.

Event description:
Boston scientific became aware of incidents involving upsylon y-mesh device through an article titled "long-term mesh exposure 5 years following minimally invasive total hysterectomy and sacrocolpopexy" by c. Emi bretschneider, md, et al. The study was conducted to assess long-term mesh complications following total hysterectomy and sacrocolpopexy. The article reported that 200 participants enrolled in the original study, 106 participated in the first extension study, and eighty-two (82) women participated in this second extension study. The following occurred with study patients implanted with upsylon: dyspareunia was experienced by six (6) patients, vaginal pain three (3) patients, stress urinary incontinence by two (2) patients. Bulge symptoms by two (2) patients, prolapse beyond hymen by two (2) patients, and one (1) undergoing retreatment with pessary. The mesh exposure risk gradually increased over time, reaching nearly 10% after more than 5 years post-surgery, regardless of suture type. However, surgical success remained high, and no delayed serious adverse events were reported. Please see the referenced article for full details.

Manufacturer narrative:
Block h2 correction: - block d2b pro code has been updated. Block b3: date of event was approximated to march 26, 2024, publication date, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the implant date was approximated to (B)(6) 2015, the month when the clinical study started, as there was no specific implant date provided in the article. Block e1: the upsylon devices were implanted at (B)(6) medical center. Block g2: literature: c. Emi bretschneider, md, erinn r. Myers, md, elizabeth j. Geller, md., kimberly s. Kenton, md., barbara r. Henley, md., catherine a. Matthews, md. Long-term mesh exposure 5 years following minimally invasive total hysterectomy and sacrocolpopexy. Https://doi.org/10.1007/s00192-024-05769-5. Block h6: the following imdrf patient codes capture the reportable event of: e1405 - captures the reportable event of dyspareunia. E2006 - captures the reportable event of erosion. E2330 - captures the reportable event of pain.